Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Regarding the result codes, refer to evaluation summary. (B)(4). Upon receipt, the devices were visually inspected and the vessel dilator presented a bulge-like condition in distal section at approximately 5mm from tip end. The components were checked with the shapemaster and all shapes/curves are in specification. The vessel dilator and introducer guide (ig) catheter were observed under the microscope and it was observed a bulge-like in the vessel dilator at the distal section; the introducer guide (ig) catheter did not present any damaged in the body shaft. The vessel dilator was sent to scanning electron microscopy(sem) analysis in order to determine the cause of bulge-like condition found during the analysis, the result indicated that it is possible that an unknown object coming from proximal to distal forced its way from the inside to the outside, causing the material to pile up; it is possible that this material piled up condition had influenced to the guidewire crossing difficulty event due to the location of the piled up material is the same where the guidewire gets stuck. It was inferred that the object came from the inside due to the bulge-like condition observed on the external surface. No other anomalies were observed that could have influenced to the reported event. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However a root cause could not conclusively drawn.

Event description:
It was reported that the preface sheath had a defective dilator and the physician could not pass the needle through the dilator. When attempted outside of the patient's body, the needle pierced the side of the sheath dilator. Changing the sheath to a new sheath resolved the issue and the case completed without any patient consequence.